Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 37 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer was treated with the candy bars. Customer does not allege pump was over delivering. Customer performed the displacement test and the test was passed. The pump will not be returned for analysis.